Event description:
The customer reported that the bedside did not alarm when the unit dropped below the 70% threshold. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the bedside did not alarm when the unit dropped below the 70% threshold. Technical support (ts) informed the customer that the unit is out of warranty, but the investigation can still be done on the device. Ts provided the customer with the dropbox link for them to upload the log files and images. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age or date of birth, sex, weight, ethnicity, and race. (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have that information.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside did not alarm when the unit dropped below the 70% threshold. Technical support (ts) informed the customer that the unit is out of warranty, but the investigation can still be done on the device. Ts provided the customer with the dropbox link for them to upload the log files and images. There was no patient injury reported. Investigation summary: the investigation could not verify the customer's report of the bsm-1700 not alarming as the logs showed that the device had not been powered on during the time of the event. There is no evidence of an nk device malfunction. Root cause cannot be determined. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 12/13/2022 emailed the customer via microsoft outlook for patient information: the cusotmer replied by stating; I don't have that information. B6 attempt # 1: 12/13/2022 emailed the customer via microsoft outlook for patient information: the cusotmer replied by stating; I don't have that information. B7 attempt # 1: 12/13/2022 emailed the customer via microsoft outlook for patient information: the cusotmer replied by stating; I don't have that information. D10 attempt # 1: 12/13/2022 emailed the customer via microsoft outlook for device information: the cusotmer replied by stating; I don't have that information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the bedside did not alarm when the unit dropped below the 70% threshold. There was no patient injury reported.